Manufacturer narrative:
Concomitant medical products: product ID: 3708640, serial#: (B)(4), product type: extension. Product ID: neu_ptm_prog, product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from a patient reported that several attempts at new setting were performed to try and resolve the lack of therapeutic effect and symptom return. The patient also noted that by replacing the batteries it resolved the low batteries screen on the patient programmer.

Manufacturer narrative:
Concomitant medical products: product ID 3708640, serial# (B)(4), product type: extension. Product ID neu_ptm_prog, product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported that after implant deep brain stimulation (dbs) did not ¿perform magic the way it did on some people, where they would leave the hospital with no tremor.¿ the patient¿s healthcare provider (hcp) adjusted the settings and did reprogramming. The patient notes that they worked at it for a while; the implant gave some good improvement. The patient reported 40% improvement for the movement tremor, but for the resting tremor, which had been effecting her arm, leg, shoulders, and causing her pain, the device improved that by 90-95%. The patient noted she was taking advil for the pain. The patient reported that she woke up one working and all her therapeutic benefit was gone. The right side tremor was as bad as it had ever been. The patient also had some movement tremor, but also had some resting tremor, and the resting tremor had come back and it was really bad. The patient noted that they woke up one morning and the symptoms returned. There were no falls or trauma reported with the issue. The patient stated that her healthcare professional (hcp) had checked her implant. The patient was unable to check her patient programmer (pp) because the batteries were low on the programmer and she did not have new batteries. The symptoms were considered a sudden onset. The patient reported that the initial lack of effect was resolved by reprogramming. Patient is going to call back if replacing the batteries does not fix the low battery icon. The patient reported that when she went to the hcp they checked her device and the nurse checked the implant to make sure it was on. The patient is implanted for parkinson¿s dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.